Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material in the air/water nozzle and cylinder could not be identified and the cause of the material remaining in the device could not be specified. It was confirmed there were no reported deviations from instructions for use (IFU) regarding reprocessing. Some abnormalities were found in the nozzle (nozzle water cut failure/air supply failure) but no abnormalities were found with the cylinder. The event can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material at air/water nozzle. There were no reports of patient involvement.